Event description:
The customer reported an occurrence of an air source fault. Review of the ventilator's diagnostic log indicated the ventilator went vent inop while in use. The ventilator did alarm, and the customer reported there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient.

Manufacturer narrative:
The respironics service technician verified the reported problem. The service technician inspected the power supply and found a fuse not working. The service technician replaced the power supply fuse. Extended self testing (est) and performance verification testing was performed, and the unit passed per operating specifications.